Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and an infrarenal aortic extension on (B)(6) 2013. A follow up computed tomography (CT) shows a type 3b endoleak from a tear in the proximal extension. On (B)(6) 2016 the physician elected to implant an additional suprarenal extension to seal the leak.